Manufacturer narrative:
Device labeling: single use or reuse. Device not returned. No evaluation will be performed. No conclusion can be drawn.

Event description:
Letter received from an attorney, representing a pt, states that an "incident occurred on or about (B)(6), 2011, involving (the pt's) the use of acuvue brand contact lenses." The letter further states the pt "is currently undergoing treatment for injuries sustained as a result of the subject incident." No additional information regarding the product or the alleged injury was provided. A letter was sent to the pt's attorney requesting a description of the precise injuries the pt allegedly sustained along with copies of the pt's medical records. The lot number of the product was requested and the product, if available, was requested for evaluation. No additional information has been received at this time. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.